Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin on board and insulin duration were not being displayed on the pump screen. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.